Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a button error alarm. The customer's blood glucose was 6.9 mmol/l. The customer states she then put the sticker back on the keypad and the insulin pump worked. Explained her that had never heard of that advise before. Asked if there was a crack on the pump and there was so, advised the customer to stop using the insulin pump. The insulin pump will not be returned for analysis.